Event description:
Two and a half month eye infection. Seen by od today, given antibiotic and steroid eye drops for 8 days. Told to destroy complete solution and all contacts and cases. Dates of use: 2000 - 2007.